Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2017 with the following findings:. Audio bolus button cover is punctured, but audio bolus button still responds to user input. Unable to duplicate cs 78-008 during investigation.. Rewind, load and prime steps performed successfully. Pump was run for a min of 24 hr with no alarm opened pump, moisture corrosion found on motor flex cable and printed circuit board.. No moisture found in battery compartment. (B)(6).

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.